Event description:
During a heart catheterization, merge was not reading the patient¿s heart rate accurately. No harm occurred to the patient. Backup hemodynamics were being monitored via anesthesia monitor. Manufacturer response for computer, diagnostic, programmable, merge hemo (per site reporter). Ongoing merge software issues.